Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient indicated that their device has shut off a couple of times. It is turning off on its own. The rep looked at the device diary and saw that it was off one time. The rep talked to the patient about possible ways it could have accidently been turned off. They also looked at the adaptive stimulation (as) and all positions had an intensity expect laying on front. The issue was not resolved but the patient was noted to be alive with no injury. No further complicationswere reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the issue of the device shutting off on its own only happened once, according to the patient's diary. The rep stated that the cause was still unknown, but it did not happen again. The rep stated that no further actions were to be taken. No further complications were reported.